Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The family member reported poor communication on patient programmer (pp). It was reported that pp would not work with antenna. The family member reported she went to use pp with antenna attached to adjust patient¿s settings, but pp showed poor communication. The family member stated in the past when therapy was not working she would use pp to adjust settings. The family member stated patient has not had therapeutic relief since implant. The family member stated patient felt that implantable neurostimulator (ins) has shifted or changed shape. The family member stated patient's ins was very close to the surface and patient felt ¿it differently." The family member stated patient consulted with hcp in regards to this and hcp has stated ins was firmly placed and hcp has no concerns regarding ins having shifted or changed shape. It was confirmed antenna was secure and sync with ins but did not resolve the reported issue. The family member stated pp communicated once when family member unplugged and plugged antenna back into pp. The family member stated patient has never been able to communicate without antenna attached to pp. No therapeutic relief, pp not communicating without antenna. The family member stated patient noticed within a few weeks of implant surgery, felt ins has shifted or changed shape and felt "it differently". The family member stated a couple of days ago pp not communicating with antenna attached. The family member stated she was not sure if the device was working or if patient felt it. The family member stated patient went to doctor yesterday and has a uti. The family member later stated that she saw new hcp (B)(6) 2016 who determined they would replace the ins (B)(6) 2016. The family member stated she still has both pps. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient experienced end of service (eos). The patient¿s battery had just died after 3 years. The patient received a replacement patient programmer and it still was not working. It was determined that the ins was depleted. The patient¿s friend/family member did not know if there was an issue with the ins longevity, ¿it just went dead after 3 years.¿ the patient had their device replaced (B)(6) 2016. It was suggested that the patient uses their new patient program they had received with their new implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.